Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "capsular contracture (baker grade iii)" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿rupture: observed, broken in the posterior side assessed as fold flaw opening and more than thee opening in the anterior side assessed as surgical damage like. Additional observations: ¿crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1,h6. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported rupture. Device has been explanted.